Event description:
The patient turned on the heating component of the chair and fell asleep with the back of her neck pressed against the back of the chair. Patient reports not feeling any excessive heat during or after the treatment but did discover two small blisters on her neck the following day and reported it to the unit when she returned three days later. A physician was present to examine the patient on the date of her return and witnessed the blisters. Band aids were applied and no further treatment was required. All chairs were disconnected form the electrical outlets until the manufacturer arrives to adjust the heat setting and automatic shut off controls.